Event description:
Customer reported that erroneously high sodium, calcium and low chloride results were generated by the unicel dxc 800 synchron system. The resulting anion gap was high. The results were not reported out of the laboratory. The sample was retested on another system and yielded results within expectations. System calibration and quality controls were within specification prior to the event. It is not known if there were any changes to the patient's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were taken and showed contamination with gram-negative rods. The fse decontaminated the system and replaced the sodium and installed new sodium and chloride electrodes. The fse also replaced all tubing. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.